Event description:
It was reported that the insulin pump had buttons that were very difficult to press. The customer stated that it was so hard that after setting the time, her thumb really hurt and felt swollen. She stated that she also could not put more than 2 units of basal in an hour, when she required 3.45 units. The blood glucose reading was 114 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.